Manufacturer narrative:
Exact date unknown. Event occurred around 2015. (B)(6). Report source: other: health (B)(6) incident report reference no. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a urethropexy procedure performed on (B)(6) 2011 for stress urinary incontinence treatment. Reportedly, the mesh did not control the patient's stress urinary incontinence and it caused her pain in the groin and legs that started around 2015 and a series of urinary tract infections since 2016. The patient was then prescribed with antibiotics for her urinary tract infections including an infection that progressed to mrsa in 2019 and another one into pyelonephritis in (B)(6) 2020. On (B)(6) 2021, the patient had a cystoscopy and became aware of the movement of the mesh that has twisted around her urethra and in her bladder over the years, resulting in infections around her urethra and in her bladder. The patient was then advised for mesh removal. The patient had to undergo a surgery to remove the mesh.